Event description:
It was reported that ventricular oversensing occurred whenever the box was moved in or out of the pocket during follow-up. Far field r-wave sensing and far field atrial pacing spike in the ventricular channel was observed. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: prm610935s no anomalies found.